Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
An out of range shock impedance measurement (less than 25 ohms) was seen on home monitoring. Chronic shock impedance has been approximately 70 ohms. Full lead evaluation with postural testing and isometrics was recommended. Lead remains implanted. Should additional information be received this file will be updated.